Event description:
The account stated, the head section will not lower electrically and after the knee section is lowered, it will rise unintentionally.

Manufacturer narrative:
The account replaced the test port cable to repair the bed.